Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 the patient saw a physician for stoma site pain for 10 days. A small abscess was noted on the upper part of the stoma and the patient was prescribed 300mg of oral dalacin twice a day for 10 days. At the time of report, the stoma site abscess was resolving.